Event description:
While impacting the finishing guide on the distal femur, one of pegs broke and fell off. This resulted in the surgeon needing to make a higher bone cut than originally intended to downsize femoral component. This event occurred outside of the us in (B)(6).

Manufacturer narrative:
Engineering evaluation is pending.